Manufacturer narrative:
(B)(4). D10: item name# constrained liner with constraining ring use with trilogy and trabecular metal modular acetabular systems 28 mm i.d. For use with 50/52/54 mm o.d. She: item number# 00-6334-050-28; lot # 66213675 item name# cer opt type 1 tpr sleve 0mm; item number# 650-1066; lot # 3243836 the customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately seven months post-implantation, the patient underwent a left hip revision due to dislocation of the constrained liner and head. A new constrained liner and head were implanted. Attempts have been made, and no further information has been provided.